Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and unexpected restart tests. No unexpected restart error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarms noted. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.